Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 500 mg/dl and was hospitalized as a result of high blood glucose and kidney disease. Customer was hospitalized two months prior to call but exact date was not known. Customer was ordered to stop insulin pump therapy and had resorted to manual injections since hospitalization incident. Customer's blood glucose at the time of call was between 110 mg/dl and 120 mg/dl. Customer also reported that insulin pump experienced no delivery prior to removing pump. Customer was advised to call when insulin pump therapy was resumed in order to troubleshoot.